Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead to the pulse generator header. After applying mineral oil, the lead could be inserted into the header. The lead was successfully implanted.